Event description:
Pt awoke with flu like symptoms (chills, vomiting, diarrhea). Pt had started period 2 days earlier and was wearing playtex tampons, regular absorbency. Two days later pt was so lightheaded that pt went to the dr who immediately admitted pt to the hosp. After many tests, pt was diagnosed with toxic shock syndrome caused by the tampon. That night pt came as close to death as you can get. Blood pressure plunged (the highest number was 48) and heart beat rose to 250. Pt suffered multi-organ failure including lungs, stomach, kidneys and liver to name a few. Pt was put on a ventilator (5 weeks in all) and eventually had a tracheostomy. As they pumped body with fluids pt gained 85 lbs since their kidneys weren't functioning. Pt had a stomach ulcer; had gangrene in toes and eventually had 2 toes amputated. All together pt was in the hosp 5 1/2 weeks.